Manufacturer narrative:
H6: investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer returned one photo of a single syringe with an unk cat and unk lot. The consumer reported that out of every carton they purchase, at least 10 must be thrown away as the orange caps either won't come off or they are visually broken as seen in the photo. Due to the batch being unknown, no DHR review can be completed. Based on the photo received, embecta was able to confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the lot # and cat # is unknown.

Event description:
It was reported that prior to use with an unspecified amount of unspecified bd syringes w/needle the caps are damaged, thus affecting sterility. The following information was provided by the initial reporter: out of every carton I purchase- at least 10 have to be thrown away as the orange caps are visually broken...

Event description:
It was reported that prior to use with an unspecified amount of unspecified bd syringes w/needle the caps are damaged, thus affecting sterility. The following information was provided by the initial reporter: out of every carton I purchase- at least 10 have to be thrown away as the orange caps are visually broken.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. E.1. Initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.